Event description:
The customer reported that during a hysterectomy, a regrasp alarm occurred repeatedly. Sutures were used to complete the procedure. The procedure was extended more than 30 minutes. There was no tissue damage, no bleeding and no patient injury. No further information was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.